Event description:
It was reported that pt called to report an audible squeak emanating from the hip. Getting louder and occurring more often. It was further reported that pt has no pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.